Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental. Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system tip did appear to be broken. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was performed due to the alleged device malfunction. An endoscopy was performed prior to the bravo procedure revealing that the patient had barrett's esophagus. There was nothing unusual about the patient or procedure itself that may have led to this event. The device operator has been performing this procedure for twenty-five years. Lubricant was used to facilitate capsule placement, but the account is unsure if lubricant went to the capsule chamber. No known adverse events were reported.